Event description:
It was reported that while in the cath lab the md inserted the sheath into a male patient normally. The intra-aortic balloon (iab) catheter did not fit through the sheath, it was "stuck". The user pulled back and still could not get the iab catheter back into the sheath. As a result, a second iab was used.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.